Manufacturer narrative:
D1: corrected. H6: corrected medical device, component, and investigation clinical codes.

Manufacturer narrative:
Concomitant device(s): 300-30-08, equinoxe preserve stem 8mm; 320-01-42, equinoxe reverse 42mm glenosphere; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-15-03, rs glenoid plate l post aug, 8 deg, left; 320-42-00, equinoxe reverse 42mm humeral liner +0.

Event description:
Approximately 1 month(s) and 18 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced instability/subluxation and reported that this was a recurrent event. The patient underwent standard reverse with preserve stem revision and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.